Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient had a sudden change in therapy/symptoms. They were shaking severely, had dizziness, difficulty breathing, and not feeling well and all when the stimulation was turned on. The stimulation had been off and they wanted to turn the stimulation back on. The caller checked vitals on patient and ok. Their right arm was good but it was noted their left arm had slight shaking. No further complications were reported as a result of this event.